Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the reprocessor did not have the acecide disinfectant concentration checked and proceeded to clean scopes. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: g1 (email), h2, h3, h4, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use which state: oer-4 instruction operation manual "chapter 3 inspection before use_3.9 checking the concentration of disinfectant chapter 7 monthly or weekly work as necessary_7.13 disinfectant change chapter 8: when an abnormality occurs." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.